Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information is based on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: construction of an apical plug for explantation of heartware hvad left ventricular assist device. The annals of thoracic surgery, 2018. Doi: 10.1016/j.athoracsur.2018.02.014. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed implantation of a vad for fulminant heart failure and a surgical technique for closure of a ventriculostomy after explantation of a vad due to recovery of cardiac function. The patient discussed in the article had a complicated post-operative course after vad implantation, developing a hemorrhagic stroke, which required a decompressive craniotomy for treatment. The patient also developed an empyema and a lung abscess, requiring a wedge resection of that lung. The vad remains in use. No further patient complications have been reported as a result of this event.